Manufacturer narrative:
The reported oad was received at csi for analysis. Visual examination revealed adhered biological material on the driveshaft and crown. The morphology of the biological material is not known. Further examination in the areas of adhered tissue did not reveal any damage that would have contributed to the accumulation. During analysis the crown became detached and was sent to scanning electron microscopy (sem) analysis, which confirmed there was an adequate weld, and that it was not a contributing factor to the reported event. During functional testing the oad was tested on both speeds, with no issues observed. At the conclusion of the device analysis, the reported event that the oad stalled, became stuck and a vessel perforation occurred could not be confirmed. Analysis did not reveal any damage to the driveshaft or crown that could have contributed to the perforation. There was some adhered biological material on the driveshaft at the crown and although the root cause is unknown, it is possible that the material contributed to the reported event of stuck in vessel. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6 results code: 4247 - biological material present on device. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During use of a coronary diamondback orbital atherectomy device (oad), the oad stalled, became stuck and a perforation occurred. The type b target lesion was located in the mid right coronary artery (rca), which had a reference diameter of 3.0mm, with moderate tortuosity and was 90% stenosed. The oad was operated on low speed for two treatments when the device stalled and became stuck in the vessel. The oad was removed from the vessel with the use of excessive force and a perforation occurred. Balloon angioplasty was performed to tamponade the perforation and the patient was sent to surgery for artery repair. The patient was reportedly in stable condition. Per the opinion of the physician, the perforation was caused by the excessive force used from removing the stuck oad.